Event description:
The tech was folding the lens to be loaded into the cartridge and it broke in half. The tech felt the lens was not of the same consistency as the other loses and may have been defective. There was no pt contact or injury.